Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. There was no allegation of an adverse event with this complaint. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a power issue.

Manufacturer narrative:
Follow-up #1: date of submission 06/16/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/02/2015 with the following findings: the battery life complaint could not be duplicated. A review of the pump¿s black box data revealed that pump information from the date of the complaint had been overwritten. The current black box data revealed an unacknowledged pump suspended warning followed by evidence of partially discharged batteries installed. There was no visible damage to the battery compartment. The returned battery cap was able to secure onto the pump, and the pump powered on with the returned battery cap. The electrical current draws measured within specifications. The pump was opened and no damage was observed inside the pump. Unrelated to the initial complaint, the ¿coin slot¿ at the top of the battery cap was damaged. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.